Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2013, data confirms intermittent out of range/antenna icon evidenced by gaps in transmission for session started (B)(4) 2012 thru (B)(4) 2012. Product return received for transmitter and receiver. Product investigation concludes that there was no defect found with transmitter and receiver.